Event description:
As reported (B)(6) 2014, a pt of unk age and gender presented for an endovenous laser procedure. While prepping for the procedure, it was noted when opening the sterile packaging, the fiber was bent. The device was set aside and a new of the same was used to successfully complete the procedure. There was no harm of injury ro the pt due to this event as the device did not come into contact with the pt. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
The reported defective device is available for return to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.